Manufacturer narrative:
On (b)(46 2012, us and (B)(6) customers were sent an urgent pt safety advisory, informing them of the need for proper care and preventive maintenance of their device, informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 03/16/2006 and was last repaired on 04/10/2007 for a non-related issue. Investigation revealed damage to the head, control bar and all width plates. Prior to repair, the device operated erratically, but within the allotted motor speed range. It was noted that the leading edge of the control bar was not flush with the master blade. The device was outside of calibration specs at the zero thickness setting. Repair of the device included replacement of the head, control bar, all width plates and standard repair parts. Post repair analysis revealed the motor operated within specs under no load, but had frequent episodes of hesitation during operation. Excessive discoloration was also noted to the motor casing. The customer's reported event was not reproduced during testing; however, given the seven years that has passed since the device's last repair, lack of preventative maintenance most likely caused the erratic operation of the motor within and outside of the handpiece and the leading edge of the control bar not being flush with the master blade, which most likely contributed to the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the electric dermatome handpiece was not cutting properly. The customer stated that there was no pt harm and the device was used to complete the surgery.